Event description:
It was reported to philips that host pc was failed. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the host pc failed. Upon troubleshooting fse found the power supply of the host pc was not receiving 220v and replaced mpdu fuse but still the issue persisted. To resolve this issue, fse replaced host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.